Event description:
The company was informed that the recipient's device was reportedly explanted due to infection. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced to the silicone overmold on the top and bottom cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was implanted on (B)(6) 2021. On (B)(6) 2021, the recipient's wife reported that the bottom of the recipient's incision stitches had come undone. The recipient's incision was cleaned and dressed and the recipient was given oral antibiotics and ointment. On (B)(6) 2021, the recipient was seen for activation and the site was healed with no sign of infection. Recipient was seen on (B)(6) 2021 and the incision site was healthy. On (B)(6) 2022, the recipient reportedly could not wear the device due to infection. The recipient was given antibiotics. On (B)(6) 2022, the recipient received 2 courses of antibiotics. On (B)(6) 2022, the site was reportedly very infected. The recipients device was explanted. The recipient was prescribed co-amoxiclav tablets for a week. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly resolved. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.